Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. Chief operating room, gynecologists and anesthesiologists at the hospital, report that the suture busting, when used in hospital procedures. Thread broke during surgery.

Manufacturer narrative:
Samples received: 8 units in sealed original packaging. Stock review: the stock was checked and verified that currently there are no units of this product code and lot number available. Produced / imported quantity: (B)(4) units of this product code and lot number were manufactured. Background: database of complaints were reviewed and verified that to date there are no reports related to this product code and lot number. Batch record / record lot: review of the documentation for the manufacturing process of the batch was conducted, checking the control process and the results for the release of the finished product and there are no records of deviations or alterations. Results for batch release: in relation to the analysis of tensile strength on the knot for batch release, the requirements of OEM were met for this type and size of suture . Analysis (s) sample (s): five of the received samples were subjected to an endurance test, the voltage at node, and the maximum voltage value in which the thread breaks is determined. This test shows that the results obtained from the samples meet the OEM requirements for this suture and size. Conclusions: based on the analyzes, the claim was "unwarranted" is determined, and the results of the tests were satisfactory to the samples. Actions: according to the internal procedures, there is no need to establish corrective or preventive actions.